Event description:
It was reported that patient had a knee aspiration due to persistent pain and knee is turning black.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded that based on the submitted xray images and limited information provided the root cause of the persistent knee pain cannot be concluded. Additionally, without the results of the knee aspirations we are unable to rule out an infection as a contributory factor. The reported color change may be related to hyperpigmentation which is a known phenomenon post cutaneous trauma/ injury (i.e. Surgical incisions, scrapes and any injury causing scarring or inflammatory response). The patient impact beyond the reported pain cannot be determined. No further medical investigation can be rendered at this time. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened.